Event description:
It was reported that during a bipedicular tumor procedure at t11, two spinejack implants were used. The first implant performed without issue. After 4-5 turns of the butterfly handle, the second implant would not expand, potentially due to suspected sclerotic bone. At this point the surgeon attempted to release the second implant by turning the quick release pin counter-clockwise without first releasing system tension by unscrewing the butterfly handle. While attempting to release the second implant, the quick release pin snapped beneath the handle, leaving the pin connected to the implant in the vertebral body. The surgeon was able to release the second implant with an alternative surgical technique. Approximately 4 ccs of cement were injected around the first implant; no cement was injected around the second implant due to a perceived risk of cement leakage. The procedure was completed with a 5-minute delay and no additional adverse consequences. No complications have been reported by the patient at this time, and no revision surgery is expected.